Event description:
Implanted a lens but it tore as it was being inserted. The lens was removed with no patient injury. An msi-pm injector and an st-45s cartridge were used but the lot numbers were not provided by the facility.